Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was popping to incorrect distances. A field service engineer remoted in and attempted to fix the issue, but it required new hardware and was not resolved. The mini drawer triple wide, top left was opening fully with every attempt to open it. Fse replaced the mini engine and tested the drawer in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failure and sensor malfunctioned. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.